Manufacturer narrative:
Continued h6: f2203 - imaging required. Continued implant date (d.6a): (B)(6) 2013. The correct reason for reoperation is: "something wrong" with breast implants. Photo evaluation: visual analysis of the photograph identified: device patch with lot number 2502303; red particle material on the shell; opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
An ultrasound confirmed left rupture. The device has been explanted and replaced.

Manufacturer narrative:
Correction to aware date for medwatch supplemental 2714997: 25-nov-2020.

Event description:
Physician reported rupture diagnosed by ultrasound against left side. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.